Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00096 on 17-may-2023. Additional information (16-may-2023): in addition to the service actions described in the initial report, the customer service engineer (cse) also replaced the integrated multisensor technology (imt) sensor. Siemens reviewed the quality control (qc) data and sample data; siemens concluded that since the qc recovery was within acceptable limits and no other patient samples were impacted, there was no evidence of a reagent issue. Siemens also determined that the customer centrifuges samples at a speed and time that is outside of the sample tube manufacturer¿s instructions for use for centrifugation. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
A patient sample was processed for sodium (na) multiple times on the dimension exl 200 instrument. The customer reported 136 mmol/l, as the correct result, to the physician as it replicated multiple times. There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center and reported that discordant sodium (na) results were obtained on a patient sample on the dimension exl 200 instrument. The quality control (qc) was within range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and replaced the dripping integrated multisensor technology (imt) syringe. Then, the cse ran a new dilution check, corrected the bias, and ran qc which recovered acceptably. The cause of the discordant na results is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.